Event description:
The customer reported that the insulin pump alarmed motor error during the basal delivery. The blood glucose reading was 207mg/dl. The customer stated that the device was exposed to a high magnetic field while going thru the airport security. Assisted the caller to run the displacement and self test and they passed. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose/protruded drive support disk. The motor passed the test.